Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was cracked and haptic detached during handling. The surgery was prolonged. Additional information has been requested and received that the problematic haptic was the posterior haptic. The event happed during insertion into the eye. The lens was explanted and replaced with another backup iol during initial procedure. The patient harm includes prolonged surgical time, and main incision had to be enlarged in order to explant the defective iol followed by closure of the main incision with a suture, resulting in postoperative induced astigmatism and an additional postoperative follow-up visit for suture removal.